Event description:
It was reported to philips that the system was unable to perform x-ray exposure due to a damaged ippc os/app on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reinstalled the ippc os/app, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).